Event description:
The patient reported experiencing a blood glucose of "hi" on the meter (over 600 mg/dl) with no symptoms of hyperglycemia; the patient treated elevated blood glucose with insulin injections. The patient reported that her bg was running sporadically high for several days. During troubleshooting, the patient indicated that the cartridge had air bubbles in it; upon review of the patient's technique, it was determined that the patient was using refrigerated insulin. A review of the alarm history indicated multiple occlusion alarms; the patient stated that the occlusions were not the issue. The prime history showed multiple site changes. Customer support advised the patient that no product defects were identified; the reported air bubbles in the cartridge were likely due to the use of refrigerated insulin. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient indicated that there were air bubbles in the cartridge, the review of the patient's technique indicated that the patient was using refrigerated insulin. The patient is warned against using refrigerated insulin in the user guide. No conclusions can be made at this time.